Event description:
An epidural catheter was inserted in may 2006 and was used for an unk amount of time that day. Clinician reported resistance was met upon removal. Nurse repositioned pt and tried again to remove catheter using a clamp. Catheter snapped during removal. It was noted that nurse did not use excessive force while pulling catheter. As nurse attempted to use clamp to remove retained portion, catheter migrated into pt. Pt takent ot or for surgical removal of catheter. No associated pt complications reported.